Manufacturer narrative:
There is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) rotated after implantation. Reportedly, the surgeon was planning on keeping the lens in the patient''s eye and repositioning the lens in a secondary surgical procedure. Additional information was received and it was learned that the lens rotated by 20 degrees and it was repositioned on (B)(6) 2017. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. The reported complaint cannot be verified. Manufacturing record review: manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.